Event description:
Customer reported checking his glucose on his freestyle lite blood glucose meter at 6:30 am on (B)(6)2010 and received a result of 272 mg/dl, and self-treated with 12 units of insulin (unknown type). Afterwards he stated he felt low, so he ate a candy bar. The customer stated he tested again at about 9:30 a.m. And got a reading of 252 mg/dl and gave himself an additional 12 units of humalog insulin (rapid-acting insulin). It was further reported that some time later, he went to lunch and while driving he experienced a state of "incoherence" resulting in a loss of consciousness which then resulted in an automobile accident. Customer noted he hit his head. Paramedics were called and checked his glucose twice on an unknown brand of meter and received results of 35 mg/dl and 30 mg/dl. Customer was treated with "glucose syrup". He also noted self-treating with "a vitamin". In a follow-up call the customer reported he took a reading in the "early a.m." (Time not stated) on (B)(6) 2010 and received a result of 382 mg/dl. He further noted that he did not feel that his glucose was high, but self-administered 10 units of lantus insulin (long-acting insulin) and 12 units of humalog insulin (rapid-acting insulin). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained.

Event description:
It was reported that the patient underwent a fusion procedure to treat radiculopathy associated with grade 1 isthmic spondylolisthesis at l5-s1 with foraminal disc prolapse. An unknown time post-op, the patient reported recurrent pain and noise in his back. It was determined that a screw was broken between the shaft and head. The patient underwent a revision surgery to replace the screw.

Manufacturer narrative:
As product was not returned a device history review and retain tests were performed on the meter and test strips. The device history review for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. Retained tests performed on the strip samples from the same lot reported by the customer (lot no: 1013248) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.

Manufacturer narrative:
In a follow-up call with the customer's insurance representative it was revealed there was substantial damage to the customer's car, there was a great deal of damage to the victim's car and the little boy in that car sustained a broken collar bone. It is unknown what treatment may have been rendered to the little boy. Additionally: to date the product has not been returned.